Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 489 mg/dl at the time of incident. Customer had not experienced any symptoms related to high blood glucose. It was unknown if customer using insulin pump within 48 hours of high blood glucose event. It was unknown if the auto mode smart guard feature was active at the time of incident. Customer stated that insulin was not going and self test was passed. Customer also stated that displacement test was passes and issue resolved. Customer reported that the insulin pump will not be returned for analysis.